Event description:
It was reported that prior to a vena cava filter placement procedure in the left femoral vein, the free end of the filter storage tube was allegedly fractured. Reportedly, the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: four photos were provided and reviewed. The first shows the labeling details, and it matches with the information available in trackwise. The second photo shows the filter storage tube connected to the touhy-borst adapter. The pusher catheter and the filter are seen inside. Cracks are noted on the filter storage tube. The third photo shows the cracks noted in the distal part of the filter storage tube. The fourth photo shows the distal part of the filter storage tube detached and separate from the rest of the filter storage tube. Cracks are seen on the proximal end of the storage tube. No other anomalies were noted. One denali femoral filter kit received for evaluation. During visual evaluation, the pusher catheter was noted loaded to the touhy-borst adapter and filter storage tube. The filter was received within the filter storage tube. Detachment was noted at the distal end of the filter storage tube as the distal tip portion was noted to be missing; portion was not returned. No other anomalies were noted. Due to the condition of the device, functional testing was not performed. Therefore, the investigation is confirmed for the reported break as breaks were noted on the filter storage tube. Also, the investigation is confirmed for the identified detachment as distal part of the filter storage tube was detached. A definitive root cause for the reported break and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure in the left femoral vein, the free end of the filter storage tube was allegedly fractured. Reportedly, the procedure was completed using another device. There was no patient contact.